Event description:
It was reported that the patient had a new pump implanted, and the pump was not working. A test was performed at the radiology department, and it was noted that there was a kink in the catheter and the pump was malfunctioning. The patient was experiencing morphine withdrawals since (B)(6) 2015 (date the new pump was implanted). The pump was scheduled to be removed on (B)(6) 2015, and had to wait that long as the health care provider (hcp) was out of town. No oral medication was given to the patient for withdrawal. The patient was back to using a cane, and was crawling to the bathroom because of the pain. The patient was also experiencing a bad sense of smell. It was later noted, that the device system was explanted. A rotor/roller study was performed, but the pump study could not be performed. The pump issue/cause remained unknown. The patient status at the time of this report was "alive- no injury." The event was attributed to the catheter, but it was unknown what the issue was. No programming issue or drug effects were noted as the cause of the issue. The patient recovered without permanent impairment. The drug that was used via the device system was morphine.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found the pump connector had a broken suture ring.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j0039921r, implanted: (B)(6) 2000, explanted: (B)(6) 2015, product type catheter; product ID 8709, lot # j0039921r, implanted: (B)(6) 2000, explanted: (B)(6) 2015, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.